Event description:
The customer reported to olympus that there was a water leak while using the evis lucera elite bronchofiber videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and an e315 error (untargeted scope connection) was found to occur. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; water tightness was not maintained due to perforation of the forceps channel. Besides the e315 error that was found, the following evaluation findings were also evident: there were wrinkles in the insertion tube, the bending angle was insufficient due to elongation of the angle wire, the forceps channel cannot be passed through the forceps channel at all, the channel cleaning brush cannot be inserted into the forceps channel at all, liquid leakage was recognized in the light guide bundle, scratches were found on the operation part, there was corrosion found due to the water leakage, roughness was observed during angle operation, and the curved rubber adhesive was missing. Additionally, liquid leakage was found on the following device components: the grip part, the up/down plate, the universal cord, the scope connector, and the scope connector cover. Scratches were also found on the following components: the switch box, the grip, the scope connector, the scope connector cover, the rotating mechanism, and the angle lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event was caused by water invasion (corrosion), physical damage (scratches/dents found on the cope), or an accumulation of static electricity/over current. Water invasion could occur from the following; the discovered hole in the biopsy channel, stress accidentally applied to the open venting connector while the subject device was underwater, foreign material was caught in the valve of the venting connector not allowing it to close properly, the leak test air tube was broken/inadequately connected or packing at the reprocessor/leak test air tube was broken, the device was immersed in reprocessing fluid with the sterilization cap attached, the connector cap on the leak tester was attached to a wet venting connector, or the leakage tester was attached/detached while underwater. The following can cause an over current; attachment/detachment while the system was on (may cause the electrical connection to deteriorate and adversely affecting the image signal output), or adhesion of dust/moisture/dirt/foreign material to the electrical contacts. Olympus will continue to monitor field performance for this device.